Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "high" on the glucometer at the time of the report. The customer's mother stated that the customer had an infection from being stung by a bee, which caused her blood glucose to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.